Event description:
It was reported that the wig-wag brake on the 8800 system was loose. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, found the rear mainframe wheel will not lock, giving the impression of a faulty wig wag brake. Adjusted the brake. The system was tested and found to be working as intended and placed back into service.